Event description:
It surgeon reported that the exploratory surgery of the neck was to rule out a postop hematoma. There was no hematoma found. The reason for the surgery was both to make sure that all blood was removed from the neck and to provide the patient some comfort in that she was having decreased mobility of the neck. They found generalized soft tissue swelling. There were no adverse events during the procedure or long-term adverse events expected from the soft tissue swelling. It was noted to be a fairly normal occurrence after neck surgery. No further relevant information has been received to date.

Event description:
It was reported that at a post-op appointment it was found that the patient had some hard swelling over the neck incision that could possibly be a hematoma. The surgeon tried to drain it in the office and was unsuccessful. He planned to explore the wound to make sure that there was no hematoma. The manufacturer's device history records of the lead and generator were reviewed. Sterility of the products prior to release was verified. No further relevant information has been received to date. No known surgical intervention has occurred to date.